Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are received = 1x propex ii charger eur a102900000200, 1x propex ii measuring wire a102900000500, 1x propex ii unit sn: 201502051. Propex ii kit pcb tft chassis sav no defect no defect. Tested with alt-7a soft 3.00 failure mode: incorrect measurement root cause: no defect proven conclusion code: no failure found.

Event description:
In this event it is reported that propex ii eur gave incorrect measurements. No injury occurred.